Manufacturer narrative:
(B)(4). Batch # r92z4g. Investigation summary: the device was returned with the blade tip broken off and not returned. During functional testing on a gen11, an alert screen was displayed. A probable cause for the device to stop activating and for the gen11 to display an alert screen is blade damage. The device was analyzed, and it was determined that it was connected to more than one generator. The device is intended and labeled for single patient use. If the device is connected to multiple generators, an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device.¿ the device was disassembled to inspect the blade and the blade breaking point was located at an area inside the tube proximal to the tissue pad. No conclusion could be reached as to how this issue occurred. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. This device is packaged and sterilized for single use only. Multiple patient use may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, a ¿tighten assembly¿ alert screen was displayed by the generator. Changed to another one to complete surgery. There was no patient consequence reported. No additional information can be provided.